Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, post-procedure, the right groin was "moist with drainage". The groin site was treated with lidocaine and epinephrine injection at 09:00 hrs. Reassessment of the groin dressing at 09:15 hrs found it was dry and intact. The pt was reported to be prescribed anticoagulants of aspirin and clopidogrel, which may have influenced the tissue tract oozing. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device discarded. The lot number was not identified; therefore, a device history record review could not be performed.